Event description:
The pulse generator and the lead were returned to the manufacturer. On further investigation, it was learned that the patient has expired. At this time, the relationship of the patient's death to vns is unknown. Additionally, analysis is pending on the returned products.